Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The twos episode showed that the r waves were small compared to the larger the t waves, leading to the intermittent twos which then led to a shock. In addition, the rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). It was noted that the lead had been reprogrammed previously as twos was noted in the past. The lead remains in use. No further patient complications have been reported as a result of this event.